Manufacturer narrative:
Analysis of the pump revealed pump/motor/feedthru anomaly/shorting across insulator. A partial catheter in two pieces that were not connected to pump was received as well; this catheter with unknown serial was analysis and concluded to have non-significant anomaly.

Event description:
The pump logs had indicated motor stalls and recoveries between (B)(6) 2013 along with an empty pump alarm that occured on (B)(6) 2013.

Event description:
It was reported that the patient¿s pump was alarming every 10 -20 minutes as it was empty. The patient had the following symptoms, increase in his pain, felt unwell and was feeling sick. The catheter was stated to be broken. The pump was replaced on (B)(6) 2013 and the catheter was later replaced on (B)(6) 2013. Drugs in the pump were morphine, mdazolam, bupivacaine. As of (B)(6) 2013 patient was still in hospital and complained of shooting pain down his right leg that occurred intermittently.

Manufacturer narrative:
Product ID: 8709, explanted: (B)(6) 2013, product type: catheter; unknwon catheter returned. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: as of the date of this report it was stated that patient was receiving adequate pain relief. [Adverse events and device troubleshooting following implant has been reported in MFR report # 3004209178-2013-15336].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.